Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records review could not be performed as a valid lot code was not provided and could not be obtained. A review of complaint history records was performed, and no adverse trends were observed. No further investigation can be performed due to insufficient information provided. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.

Event description:
A physician reported that two yukon screw tulips disengaged approximately six months after implantation. Revision status is currently unknown. This report represents the second of the two screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that two yukon screw tulips disengaged approximately six months after implantation. Revision status is currently unknown. This report represents the second of the two screws.